Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "push" side of the bd luer-lok¿ tip disposable syringe plunger was deformed and caused fluid to leak past it while performing process operations. The following information was provided by the initial reporter: "while performing process operations on the floor, a 3 ml syringe (bd part # 1000324 / lot 1159645) was found to have ¿leaked¿ (~ 0.1ml or less of fluid) on the ¿push¿ side of the plunger, and the plunger appeared to be misshapen. The normal process as I understand it is, the syringes are passed into the facility in a ziplock bag. Each individual syringe comes in thin plastic packaging, identical to the type you open up like a banana to get a swab out. One side of the package is opaque, the other side is clear so you can see the syringe. On the floor, when a syringe is obtained for placement into a kit it is wiped down and visually inspected for any anomalies. When a syringe is removed from a kit, it is opened and we again visually inspect for any anomalies; at this point the plungers come totally depressed so we are looking in the tube, top side of the plunger. If all is acceptable the syringe is attached to a female lure, which is already attached to a drug product bag. From there, sample material is withdrawn from the drug product bag up into the syringe. The syringe is then turned upside down so any air within the cylinder can be ¿tapped¿ to the top and pushed out. Once all the air is out, the syringe is then removed from the female lure and the fluid is dispensed into cryovials. In the defect example, in speaking with the people on the floor, operations went as normal and it appeared the liquid being pulled into the syringe was pulling as would be expected. They noticed the plunger was misshapen after having pulled the fluid into the syringe and turning upside down, and in further inspection saw the fluid drop outside of the plunger."

Manufacturer narrative:
H6: investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, syringe is displayed with damaged stopper, additionally liquid can be observed past the stopper, therefore, damaged stopper is confirmed, which is likely the cause of the leakage issue. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with failure in the actuating valves of the pneumatic cylinders for the plug and piston assembly, misalignment of the dials on the transfer discs, and malfunction of the plunger in charge of the plunger-stopper- assembly. Actions include, changing the valves, update plunger-stopper transfer carousel in the monthly maintenance plan, to achieve a reduction in poorly assembled stopper defect.

Event description:
It was reported that the "push" side of the bd luer-lok¿ tip disposable syringe plunger was deformed and caused fluid to leak past it while performing process operations. The following information was provided by the initial reporter: "while performing process operations on the floor, a 3 ml syringe (bd part # 1000324 / lot 1159645) was found to have ¿leaked¿ (~ 0.1ml or less of fluid) on the ¿push¿ side of the plunger, and the plunger appeared to be misshapen. The normal process as I understand it is, the syringes are passed into the facility in a ziplock bag. Each individual syringe comes in thin plastic packaging, identical to the type you open up like a banana to get a swab out. One side of the package is opaque, the other side is clear so you can see the syringe. On the floor, when a syringe is obtained for placement into a kit it is wiped down and visually inspected for any anomalies. When a syringe is removed from a kit, it is opened and we again visually inspect for any anomalies; at this point the plungers come totally depressed so we are looking in the tube, top side of the plunger. If all is acceptable the syringe is attached to a female lure, which is already attached to a drug product bag. From there, sample material is withdrawn from the drug product bag up into the syringe. The syringe is then turned upside down so any air within the cylinder can be ¿tapped¿ to the top and pushed out. Once all the air is out, the syringe is then removed from the female lure and the fluid is dispensed into cryovials. In the defect example, in speaking with the people on the floor, operations went as normal and it appeared the liquid being pulled into the syringe was pulling as would be expected. They noticed the plunger was misshapen after having pulled the fluid into the syringe and turning upside down, and in further inspection saw the fluid drop outside of the plunger."